Manufacturer narrative:
The reported device was manufactured and distributed by (B)(4) purchased certain assets of (B)(4) on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Broken impactor during right total ankle surgery. Sales rep reported "the end cap/striker plate (where you hit it with a mallet) snapped off the end of the impactor during impaction. No debris. Just the metal strike plate/end cap came off. It fell on the floor so it did not come in contact with the patient. He was done impacting, so it wasn't needed anymore for that case." Event occurred during primary surgery.